Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed upstream occlusion which were verified through a review of the event history log by the presence of 'upstream occlusion'. The cause was identified to be an out of adjustment hook setup. The hook was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device alarmed upstream occlusion. No additional information is available.